Event description:
It was reported that during a surgical procedure at the user facility, the hand portion of the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.